Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noisy signals on its right atrial (ra) and right ventricular (rv) channels, with oversensing on its right ventricular (rv) channel. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.